Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump shut off during use on the patient. The pump was power reset and worked. The pump was exchanged and the patient was appropriately supported and stable. The delay was minimal to the patient. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "intermittent shut down" was confirmed by the field service agent. The field service agent found the power switch and cable to be faulty; a new power switch and cable were installed and the pump passed functional checkout. The root cause of the faulty power switch and cable is undetermined. A device history record (DHR) is not available to be retrieved. The DHR job packet for this iabp is no longer on site; however, the world wide support service database was checked and there was no further service provided to the pump related to the reported complaint. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the pump shut off during use on the patient. The pump was power reset and worked. The pump was exchanged and the patient was appropriately supported and stable. The delay was minimal to the patient. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.